Manufacturer narrative:
Correction: device code: 3007 was added to replace 1135. Correction: correct the reported information to: ¿the packages of an unspecified quantity of minicaps were received with dirty packaging/ maltreated¿ (remove: ¿minicaps were damaged, cracked, wet and with erased words due to the moisture¿). Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. The retention samples of this lot were checked, they do not show damage to the envelope, they are observed complete and with legible printing. The retention samples are in good condition and comply with the quality specifications established for the product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps were damaged. This was observed before use of the devices for peritoneal dialysis therapy. The damage was further described as some minicaps were ¿cracked, wet and with erased words due to the moisture¿. There was no patient injury or medical intervention associated with this event. No additional information is available.